Manufacturer narrative:
This is the third complaint for the finish goods lot; and the second for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was a leakage from the cassette before a procedure. The cassette was replaced and the procedure was completed. There was no patient involved. Additional information and product sample have been requested.